Event description:
Caller reported a cartridge alarm 20 occurring even without a cartridge in the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty, and advised the caller to return the defective pump using a provided return box and pre-paid label. The caller was instructed on putting the pump into storage mode and acknowledged understanding. A replacement pump with updated software was sent, and the caller was informed about programming their settings and connecting their cgm to the new pump. Manual daily injections would be used as backup therapy to ensure insulin delivery during this process.